Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rippling on right breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast reconstruction procedure with mentor memorygel breast implant 370cc gel breast prostheses developed baker grade iii capsular contracture in her left breast post implantation. Left breast capsular contracture was observed during an implant exchange surgery. Additionally, a doctor noticed that the device and fluid around it appeared to be a milky chalky white color. The patient had developed a seroma in her left breast. Lastly, the patient developed rippling on her right breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 370cc gel breast prosthesis on (B)(6) 2021. The patient also underwent a mastopexy and capsulorrhaphy on the right breast on the same date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.